Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because does not turn on was not resolved with troubleshooting.

Event description:
An optometrist reported seeing pts with corneal infiltrates following the use of this product and silicone hydrogel contact lenses. On (B)(4) 2010, additional info was received from the optometrist stating over the past year he has had approximately 25 pts who experienced diffuse sub-epithelial infiltrates, red eyes, irritation, and keratoconjunctivitis. He stated he switched the pts to either different contact lenses or a different contact lens solution and treated with a steroid and artificial tears. He noted with treatment all the pts symptoms have resolved.

Manufacturer narrative:
Follow up # 1/supplemental report text 01/11/2011. The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report; 510(k)# is k082590.